Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
(B)(4). Reason for original complaint.- patient was revised to address infection. Doi (B)(6) 2007 - dor (B)(6) 2009. **update**- (B)(6) 2012 - litigation papers received. There is no new additional information that would affect the investigation. Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. (Right hip).

Manufacturer narrative:
Additional narrative: depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/21/16 & 2/5/16 medical records received. Medical records were reviewed for MDR reportability. There was no primary or revision surgical report within medical records reviewed at this time. Medical records did report a CT scan with fluid collection around prosthesis, an I&d procedure that noted no purulence and negative culture with antibiotic beads placed. Medical records reported right hip cellulitis, fever, infected hip with greater than 10 white blood cells per high powerfield intraoperative, pathology report of necrotic tissue, with fibrin and acute inflammation and calcification and a preliminary microbiolgy result of candid albicans. There were several pages with title but no other information on the page. There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 8, 2016.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: (B)(4). No devices were returned to examine. A search of the complaints databases found additional reports against the 2234490 and z4ygf1 lot codes. Previous review of device history records identified no related manufacturing deviations or anomalies that would have contributed to the reported event. No further related reported events found against the remaining product/lot code combinations. Xrays were reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 3/23/16 - medical records received. Medical records reviewed for MDR reportability. Medical records indicated that there was considerable bone loss at the proximal femur surrounding the femoral component. Medical records also reported that after components were removed with prostalac placement on (B)(6) 2009, as the first stage of revision, the second stage of revision to implant new components was not completed until (B)(6) 2011. There is no new additional information that would affect the existing investigation. The complaint was updated on: apr 7, 2016.